Manufacturer narrative:
Concomitant medical products: product ID: dtma1qq crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited diminished sensing values. The leads remain in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.